Event description:
While advancing a 8x50mm viper cortical fixation screw into a right l3 pedicle using the standard viper screwdriver on a t-handle over a guidewire, the head of the screw pulled off of the shank of the screw. Screw head along with viper tower were removed. Screw shaft retained drive feature, but was unable to be removed due to resistance. Screw shaft was left in l3 pedicle and surgery was completed spanning the l3 level by connecting l2 and l4 (already planned procedure). Construct on patient's left side included screws at l2, 3 and 4.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.